Event description:
Catheter broke. The mid section of the catheter broke or split while being inserted into the patient. Fluid sprayed on the physician's face. Nothing unusual noticed about the catheter prior to use. No complications were reported on a male patient. Another of the same product was used.

Manufacturer narrative:
Device was disposed of at the hospital so it was not available for returned product analysis. It appears from the report that the breakage point occurred outside the guide catheter (outside the patient).